Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer reported that "pump failed". Customer is currently using multiple dose injections. Pump is currently out of warranty and in process of renewal. There was no further information obtained.